Event description:
It was reported that when using the bd pyxis¿ es server user stated that an order sent from the nursing unit on (B)(6) never appeared on their queue. The nurse was able to scan the order successfully, but it does not populate on the queue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order did not cross over. A technical support specialist (tss) searched the order using the connect identification (ID) and confirmed that although activity appeared under properties, both the document and pyxis agent logs showed the order originally arrived in the default facility on (B)(6) 2026 with pyxis sdm writing the document keys. It was reported that the document keys were blank when searched earlier, indicating the order had come into the default facility, become unlinked, and ended up in no active workflow queue until it was found. The tss also reviewed additional orders from the same location and found others that were outside the workflow, appearing as test orders in the logs. Based on these findings, it was determined that the order had likely been accidentally deleted. After reviewing the workflow with the customer, agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.